Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the keypad. The patient reportedly wore the pump under a garment and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.